Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: since the problem occured in the end of the procedure no other action was taken. The procedure ended taking into consideration that some clips even though not formatted properly were considered satisfactory.

Event description:
It was reported that during a cholecystectomy procedure the clips weren¿t formatted properly since the distal edges of the clip weren¿t closed together. Some clips fell down before being applied at the tissue. However, the procedure completed without any other problem. No patient consequences reported.